Manufacturer narrative:
Medwatch field d device identification d4 lot no was updated. The investigation is ongoing.

Manufacturer narrative:
The cobas c 303 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of interference with questionable low uric acid ver.2 results from the cobas c 303 analytical unit for one patient. The initial result was 0.0286 mg/dl, accompanied by an invalidating data flag. The repeat result was 0.0238 mg/dl, accompanied by an invalidating data flag. The repeat result from a ba 400 biosystem analyzer was 1.6 mg/dl.

Manufacturer narrative:
The medwatch section d, device identification was updated. Relevant fields of sections d and g were updated. The investigation determined that a general reagent or analyzer problem was not present because the qc prior to the event was within ranges. The investigation determined that there was no product issue found.